Manufacturer narrative:
(B)(4) the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the device has an air leak. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Corrected data: lot number was corrected to 201543. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no issues were found. Functional testing was also performed and no leakage was observed on the sample. In the current manufacturing procedure, 100% leak testing and visual inspection is conducted after the assembly process; thus, any defects would be detected during this process. The complaint could not be confirmed.

Event description:
The customer alleges that the device has an air leak. The patient's condition is reported as fine.